Manufacturer narrative:
The device remains implanted and was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. Strata products are designed to be adjusted by a strong magnet. Therefore, the instructions for use that accompanies the device notes that exposure to MRI systems will not damage the strata valve mechanism, but can change the performance level setting. Therefore, immediately after MRI exposure, the valve pressure setting needs to be checked by a physician. No injury to the patient was reported.

Event description:
It was reported to medtronic neurosurgery that a patient had a MRI, however the patient's strata valve was not checked after it was completed. The patient returned to the hospital three weeks later due to headaches and it was found that the patient's valve had changed pressure level settings. The patient's pressure level setting was corrected and the patient did not suffer any permanent injury due to the level change.